Event description:
It was reported that during an atrial-ventricular node ablation procedure, the right ventricular lead was dislodged and lost capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. Blood was present in/on the helix mechanism. It was also noted that the outer insulation was breached cut and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.